Event description:
Boston scientific received information that this health care professional (hcp) contacted the local representative to report that this patient suffered an out-of-hospital cardiac arrest and died after being transported to the hospital. According to the hcp, no shock therapy was delivered by the device. There was no direct allegation that the device did not deliver shock therapy when required. The recorded date of death from (B)(6) was listed as (B)(6) 2013. The hcp was informed that a boston scientific local representative had not been notified to interrogate the device at the time of the admission to the hospital's emergency room (ER). To date, the device has not been received at boston scientific's return products department.

Manufacturer narrative:
Despite multiple attempts, additional information from the field was not available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.